Event description:
It was reported that the continuous glucose monitoring sensor failed to pair and subsequently displayed ¿replace sensor¿ and ¿sensor unavailable,¿ which led the ilet to run in blood glucose mode and present a ¿dosing stops soon¿ message until a new sensor was activated and paired. Symptoms included lack of glucose readings. Outcomes included temporary interruption of automated insulin dosing until successful sensor replacement and pairing. Investigation included customer interview, product-use review, and troubleshooting with education, followed by transfer to the sensor manufacturer for replacement. Investigation of this case revealed a failed sensor activation that resolved after removing the failed sensor and activating a new sensor. It was concluded that the event was attributable to a sensor malfunction requiring sensor replacement, with ilet performing as designed in safety mode until valid cgm data resumed.